Event description:
Event description cpi received information that this patient had a syncopal episode while riding his bicycle, and had an accident. He sustained broken ribs beneath the implantable cardioverter defibrillator (ICD) pocket, and the device was severely abraded over the lower corner. Afterward, the device could not be interrogated, nor could magnet tones be elicited.